Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and determined that the cpu (central processing unit) requires replacement; however, no conclusion can be drawn as further repair information is not available.